Event description:
Customer's daughter alleges customer obtained a 125 mg/dl on his meter while experiencing low blood sugar symptoms. She alleges customer has never had a low blood sugar before and does not know the symptoms. She treated him with orange juice and sugar. Requested return of suspect device and replacement sent.